Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan (lfs) product analysis with the following findings: the test strips failed testing; the reported issue was confirmed. The test strips were found to have scoring of the palladium on the electrodes. On (B)(6) 2018, the lay user/reporter contacted lfs (B)(6), alleging that their device (brand not reported) would not turn on. This complaint was initially ruled out because during customer services troubleshooting, there was no indication to reasonably suggest that the product malfunctioned and there was also no allegation of an adverse event as a result of the reported issue.

Manufacturer narrative:
Event type should have stated "product problem"